Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 170635: (B)(4) items manufactured and released on 22 june 2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by "meidcal" affairs manager on october 25, 2018. Periprosthetic fracture occurred 3 days after primary cementless total hip arthroplasty. No history of trauma was reported. The event probably happened during the rehabilitation period of time when a sudden movement or the load applied on a weakened bone due to the normal femoral preparation may have caused the fracture. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed 9 days after primary surgery due to periprosthetic fracture. The surgeon revised the stem, head and cabled the fracture.